Manufacturer narrative:
Based on the information received from the FDA it is not possible to perform any investigations as the specific device serial number is unknown and the device is not available. Structural valve deterioration is known inherent risk of device for biological valve implants. However, at this time based on the information available the root cause cannot be established and there is no indication of valve deterioration.

Event description:
From medwatch FDA # mw5088174. The manufacturer was notified of a serious adverse event involving a liva nova product via the department of health and human services. Medwatch FDA # mw5088174 contained the following event. Sympomatic severe bioprosthetic aortic stenosis and pt status post-surgical aortic valve replacement in 2016 with sorin 21 mm mitroflow bovine pericardial tissue valve. Prosthetic aortic valve stenosis with peak transvalvular velocities > 5m/s. Plans have been made for redo aortic valve replacement with dr (B)(6) 2019. Fyi (pt declined giving her race / ethnicity on admission). FDA safety report ID # (B)(4). The device in question is a mitroflow dla21 which was implanted on (B)(6) 2016. The event occurred on (B)(6) 2019. No further information was received.